Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification and a complete break in the outer catheter was present just proximal to the distal tip. The inner guidewire lumen appeared to be twisted around the core wire near the distal tip. No other anomalies were noted along the length of the catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested with an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was then loaded through the distal tip but was unable to be advanced past the distal tip. The outer catheter was removed near the distal tip and the distal tip was examined under microscopic magnification. It was observed that the guidewire lumen was twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break, a complete break in the outer catheter was present at the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted around the core wire. The investigation is confirmed for device-device incompatibility, as an in-house guidewire could not be advanced through the distal tip due to the twisted guidewire lumen. Per the reported details, the catheter was not taken out of the packaging hoop prior to being connected to the transducer. Per the instructions for use (IFU), the crosser catheter tip needs to be able to freely rotate during the attachment of the catheter to the transducer. The condition of the returned device indicates that the crosser was twisted onto the transducer while the distal tip was not freely rotating, resulting in the twisted inner guidewire lumen. Therefore, the root cause is likely user-related. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire allegedly would not front load or back load into the recanalization catheter. Another recanalization catheter was used to complete the procedure. There was no patient involvement.